Event description:
The consumer stated: these new green ones are a serious threat to my dental health. They shred like crazy and get stuck and I think I even just took away a small piece of tooth getting the one out just now.